Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported that on (B)(6) 2016 they started to feel stimulation/tingling in their legs, even though they were only supposed to feel it in their low back, and it was uncomfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.